Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on 2019-jan-15 regarding a patient receiving fentanyl (100mcg/ml at 47.97501mcg/day), bupivacaine (22mg/ml at 10.5545mg/day), and clonidine (600mcg/ml at 287.85008mcg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that on (B)(6) 2018 the patient reported experiencing withdrawal. The patient also reported that while at the hospital, the patient was told the pump was leaking. No further diagnostics or interventions were performed. On (B)(6) 2018 the patient had a consult scheduled with a neurosurgeon who was to address the possible leak in the pump. On 2019-jan-14 notes were received from the neurosurgery consult, and the possible pump leak was not addressed in the surgeon's notes. It was indicated that the leak was not confirmed. The patient did not report withdrawal following (B)(6) 2018. No action was taken and the event was unresolved with no further action planned. No further details regarding the consultation with the neurosurgeon were available. The clinical diagnosis was intrathecal (it) opioid withdrawal, and the device diagnosis was not applicable. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure. No further complications were reported or anticipated.